Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini enhanced meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient noticed that the meter started reading inaccurately on (B)(6) 2015 at 9:00am when she obtained an alleged inaccurate blood glucose result of "10.3 mmol/l." Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). As a result of the reading she obtained, the patient indicated that she administered an unknown quantity and type of insulin. She reported that at around 10:00am on (B)(6) 2015, she was at the doctor's clinic and "felt low." She claimed that she developed symptoms of "dizziness, ringing in ear [and] hotness" and that she "threw up" and "could not stand" and "had to be in a wheel chair." Because of these symptoms, the patient reported that the doctor tested on a clinic meter which read "16.0mmol/l." So although the patient was feeling "low." She was actually experiencing high blood glucose levels. The patient reported that she self-treated her symptoms with 10 units of rapid acting insulin, went home, then rested and felt better afterwards. The patient claimed that she has had 4 different incidences of "crashing" within the last year and she claimed that this is due to the meter reading inaccurately. When asked if she thought that the meter's results are too high or too low, she didn't know, but alleged that "there's something wrong with it." During troubleshooting, the csr established that the meter was set to the correct unit of measure at the time of testing and the patient's test strips were within date and had been stored correctly. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results and reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.